Event description:
Schanz screw was implanted in a metacarpel. Screw backed out and was removed.

Manufacturer narrative:
A1,a2,a4,b3,b7,d6,d7,d8 - questionnaire was sent on 10/21/1997. Response to questionnaire was received on 10/31/1997. Letter was sent on 12/5/1997. This info was not provided. G1, h4 - synthes cannot determine the mfg site or MFR date without the lot number. H6 - no evaluation was performed as the product was not returned.